Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer stated the unit has ruff edges that will scrape a patient if they were to use it. This is an out of box issue with out patient involvement.